Event description:
Literature was reviewed regarding the effects of computerized tomography (CT) irradiation on cardiovascular implantable electronic devices (cieds). The authors described implantable pulse generators (ipgs) and implantable cardioverter defibrillators (icds) which were tested in phantom body models with maximum and typical doses of radiation. The devices exhibited short periods of oversensing at both dose levels which showed as inhibition or safety pacing. Oversensing was transient and ceased as soon as the device stopped moving through the x-ray beam or the beam was turned off. The partial electrical reset occurred in two models. With the exception of those electrical resets, programming was not altered. The status of the devices is unknown. There was no patient involvement.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. There were no patients used in this study. Referenced article: effects of CT irradiation on implantable cardiac rhythm management devices. Radiology. 2007. Volume 243: number 3. Doi: 10.1148/radiol.2433060993 possible models if devices are listed in the attachments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.